Event description:
It was reported intermittent occlusion alarms occurred leading to the customer's blood glucose level displaying as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy. Due to ongoing occlusion alarms a replacement pump was sent to the customer.